Manufacturer narrative:
H3/h6: one pump was returned for analysis. Functional and visual tests were performed, but the reported issue was not duplicated. Service history identified the complaint was not related to a previous service of the device within the review period. The cause of the reported issue was not determined as no issue was identified through testing.

Manufacturer narrative:
B3: year of event has been provided; month and day is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump failed upstream occlusion during testing. There was no patient involvement.